Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck and then shredded while in the left ventricular (lv) lead. The physician was able to pull the guidewire out, however, it was falling apart. The guidewire was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the received guidewire was received badly damaged and stretched. The distal end of the guidewire was stretched resulting in the core wire separating from the distal bond 2cm from the tip. The distal 2 cm with tip was still attached by the stretched coil wire. The distal tip meets specification (.014¿ max) at .0134¿. Measurement from the proximal bond to the end of the core wire is approx. 27.5cm indicating the core wire pulled apart at the distal bond and is all accounted for. At the end of the stretched coil wire was the distal bond, ribbon and solder tip. Ribbon is intact, close inspection of the distal bond shows evidence of bonding of the core wire and evidence that the core wire did not pull out of the bond but broke (pull force) at the bond. None of the wire is missing, no missing components. If information is provided in the future, a supplemental report will be issued.